Event description:
Description of the problem (what / why) - valve removed. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - the valve has not been changed. It was supposed to be changed but the patient was unwell and died before. Safety problem - no. Safety valve broken / damaged / defective - valve removed. Safety clamp open if valve broken. / damaged. / d.. - no indication / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Connected device (pleurx/peritx/brand) - 50-7050. Additional information - none / not relevant. 08/28/2023: per email. The patient died. There is no evidence that a product was involved. We are currently reviewing this. I will get back to you as soon as we have more information. Answers: please find below the additional questions: what was the issues customer experiencing with the valve? - valve was broken and did not hold. Why was patients valve removed? Specify the product failure. - valve did not hold. Was there any damage noticed on catheter valve? - not known. Was the valve cracked or broken? - not known. What was the impact to the patient? - valve change, but the valve has not been. Changed. It was supposed to be changed but the patient was unwell and died before.- lot number associated with reported issue. - not known. Is there a photo or sample available showing the reported issue? - no. Where is the catheter located? Abdomen or chest - not known. How long has the catheter been in place - not known. Regarding death reported: what was the cause of patient death? - not known exactly, no indication of product fault. Was asked again anyway. Is there a product failure that is claimed with regards to the death, or was the patient only under palliative care and the death is tied to his/her underlying conditions? - no indication that the product failure caused the death. Most likely, the patient died from his underlying disease. If further information is available, I will let you know.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f26 h3 other text : see manufacture narration.

Event description:
Description of the problem (what / why) - valve removed. How often did the defect occur - once. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - the valve has not been changed. It was supposed to be changed but the patient was unwell and died before. Safety problem - no. Safety valve broken / damaged / defective - valve removed. Safety clamp open if valve broken. / damaged. / d - no indication / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Connected device (pleurx/peritx/brand) - 50-7050 additional information - none / not relevant (B)(6) 2023: per email. The patient died. There is no evidence that a product was involved. We are currently reviewing this. I will get back to you as soon as we have more information. Answers: please find below the additional questions: - what was the issues customer experiencing with the valve? - valve was broken and did not hold. - why was patients valve removed? Specify the product failure. - valve did not hold. - was there any damage noticed on catheter valve? - not known. - was the valve cracked or broken? - not known. - what was the impact to the patient? - valve change, but the valve has not been changed. It was supposed to be changed but the patient was unwell and died before. - lot number associated with reported issue. - not known. - is there a photo or sample available showing the reported issue? - no. - where is the catheter located? Abdomen or chest - not known .- how long has the catheter been in place - not known. Regarding death reported: - what was the cause of patient death? - not known exactly, no indication of product fault. Was asked again anyway. - is there a product failure that is claimed with regards to the death, or was the patient only under palliative care and the death is tied to his/her underlying conditions? - no indication that the product failure caused the death. Most likely, the patient died from his underlying disease. If further information is available, I will let you know.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. In relation to death: per customer follow-up, "no indication that the product failure caused the death. Most likely, the patient died from his underlying disease". We are unable to conclude that any failure of the product resulted in patient death.